Manufacturer narrative:
Qn#(B)(4). Device / parts will not be returned for evaluation.

Event description:
It was reported that the rn from the intensive care unit spoke to the clinical support specialist (css) and stated that she had an intra-aortic balloon pump (iabp) that alarmed "fos out of range." The css and the rn attempted to disconnect and reconnect as well as manually calibrate without success. The css asked the rn if another pump was available. The rn said there was and she would get it and call the css back to assist with the change out. When the new pump was in the patient's room, the css walked the rn through switching out the pump without difficulty. The rn also calibrated the fiberoptix sensor (fos) without difficulty. The patient's hemodynamics was stable with s-125 a-131 d-63 and map-112. The patient was in sinus rhythm without any support medication and waiting on the operating room this am. The css asked the rn to send the other iabp to biomed. It was noted that the answering service did not answer for over an hour. The nurse was finally able to reach the sales representative who was able to give the call to the css.

Manufacturer narrative:
(B)(4). Device evaluation: no parts or recorder strips returned to (B)(4) for evaluation. Per the call report, the pump alarmed "fos out of range" indicating the electronic operating temperature is too high or too low. The fos catheter pressure is outside barometric pressure limits, strong light from sensor. The css and rn began troubleshooting and performed a manual calibration, but were unsuccessful. The css suggested changing out the pump and sending it to biomed to be checked out. After switching out the pump, the rn had no further questions. The hospital biomed was contacted by the complaint investigation analyst and asked for further details related to the complaint. The biomed stated that he troubleshot with the field service engineer (fse) and the involved pump s/n was (B)(4). A functional check was performed and the error code could not be duplicated. The pump passed all testing. There was no problem found with the pump. The pump is operational and was returned to service. Other remarks: a device history record review was conducted for the iabp serial/lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Conclusion: the reported complaint of "fos out of range alarm" is confirmed based on the information provided to the css. The pump was serviced by the hospital biomed that troubleshot with the fse. The fos out of range message could not be duplicated. No problem was found with the pump related to the reported complaint. The cause of the reported complaint could not be determined.

Event description:
It was reported that the rn from the intensive care unit spoke to the clinical support specialist (css) and stated that she had an intra-aortic balloon pump (iabp) that alarmed "fos out of range." The css and the rn attempted to disconnect and reconnect as well as manually calibrate without success. The css asked the rn if another pump was available. The rn said there was and she would get it and call the css back to assist with the change out. When the new pump was in the patient's room, the css walked the rn through switching out the pump without difficulty. The rn also calibrated the fiberoptix sensor (fos) without difficulty. The patient's hemodynamics was stable with s-125 a-131 d-63 and map-112. The patient was in sinus rhythm without any support medication and waiting on the operating room this am. The css asked the rn to send the other iabp to biomed. It was noted that the answering service did not answer for over an hour. The nurse was finally able to reach the sales representative who was able to give the call to the css.